Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had false contact during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is overstressed / the fibre bonding in the outer tube area (distal end) is damaged / video cable is broken. Based on the results of the investigation, it is likely that the issue occurred due to the video cable is broken and therefore the image is not displayed. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.